Event description:
The customer reported the white lead and 2 chest leads were not working during a 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the white lead and 2 chest leads were not working during a 12 lead ECG. There was no reported adverse patient impact. The philips field service engineer evaluated the device and found the lead set failed. The customer was provided information on replacing the lead set. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the lead set where the white lead and two chest leads did not work during a 12 lead ECG.